Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which stopped infusion without command was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 7.22.00. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the infusion stopped without a command which caused an interruption of delivery. The patient was connected and blood was being infused, no damages reported, the patient continued the infusion in a different pump. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.